Manufacturer narrative:
The filler was injected into the patient and is not available for return. The batch release form was reviewed and the device met all specifications prior to release. Based on the reported information, this event is consistent with a vascular occlusion which is a known serious adverse event documented in the labeling. This can occur due to unintended injection into a blood vessel or injection of a large amount of filler near a blood vessel causing compression of the blood vessel. Both occlusion and compression may result in reduced or cessation of blood supply to tissues. Intervention is required to prevent serious and permanent complications. Eus-(B)(4). Follow-up 1 april 23, 2026 b5: updated patient status as symptoms resolved d3: updated manufacturer's email f7: report type changed to follow-up.

Event description:
On (B)(6) 2026, the hcp reported injecting 1 ml of evolysse smooth superficially into the skin around the mouth of a patient, using the provided 30-gauge needle. Immediately following the injection, the patient experienced discoloration in the left oral commissure without pain. The hcp injected the area with 7 vials of hyaluronidase, symptoms improved, and capillary refill was normal. Hcp prescribed warm compress and massage. As of (B)(6) 2026, the patients symptoms have resolved.

Event description:
On 07-apr-2026, the hcp reported injecting 1 ml of evolysse smooth superficially into the skin around the mouth of a patient, using the provided 30-gauge needle. Immediately following the injection, the patient experienced discoloration in the left oral commissure without pain. The hcp injected the area with 7 vials of hyaluronidase, symptoms improved, and capillary refill was normal. Hcp prescribed warm compress and massage.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The batch release form was reviewed and the device met all specifications prior to release. Based on the reported information, this event is consistent with a vascular occlusion which is a known serious adverse event documented in the labeling. This can occur due to unintended injection into a blood vessel or injection of a large amount of filler near a blood vessel causing compression of the blood vessel. Both occlusion and compression may result in reduced or cessation of blood supply to tissues. Intervention is required to prevent serious and permanent complications. (B)(4).